Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error when attempting to rewind. Through troubleshooting the drive support cap was noted to be sticking out. Customer was advised to revert to a backup plan and the insulin pump is being replaced.

Manufacturer narrative:
The insulin pump was received with broken off/missing end cap. Unable to test for motor error alarm or confirm loose/protruded drive support disk due to missing end cap. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, broken belt clip slot, and cracked battery tube threads. The motor was tested outside the device and passed.